Event description:
The distal tip of the wire fractured and was retained in the patient, requiring surgical intervention. This is all the information I have at the moment. Customer stated that the product is availabe for return.

Event description:
The distal tip of the wire fractured and was retained in the patient, requiring surgical intervention. This is all the information I have at the moment. Customer stated that the product is "available" for return.